Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had a b30 scope communication error. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The customer's allegation could not be confirmed, and since the issue could not be reproduced, a presumable cause neither a root cause could be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use for an unspecified colonoscopy procedure.